Manufacturer narrative:
Event 2: (B)(4). As confirmed by the user facility, no sample is available for evaluation. The investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
As reported by the user facility: event 2: during administration, the extension set leaked chemotherapy. Leakage occurred at the primary set connection and at the leur lock connection on the y-site. No patient injury.

Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). No samples were returned for evaluation in connection with this incident. Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.